Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A receiver download and functional testing was not performed because the receiver displayed a call tech support error. The reported event of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.